Event description:
The patient reported that for the past three months, she has suffered several hypoglycemic events. She reported that these events typically occur from 1am to 5am. She reported that she will have a snack before going to bed. Her blood glucose values will be 85-140 mg/dl. The patient reported that her husband has had to administer glucagon shots due to low blood glucose values (11 mg/dl). She reported after the glucagon shot, her blood glucose values would increase to 45-49 mg/dl. The patient reported that she suffered from seizures, fatigue, tremors, confusion and profuse sweating. The patient stated that she has "lumps" at her infusion site. In addition, the patient reported that her piston rod and adapter are more than 6 months old (manufacturer recommends changing every 6 months). The patient reported that she feels the infusion device is administering insulin without her knowledge. No medical treatment was reported. Product was requested to be returned.